Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the use after expiration to be related to the user error. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed with a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, after use, it was noted that the proglide device that was used was expired, with an expiration date of (B)(6) 2017. There were no issues reported with the device and it successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.